Event description:
Information received with return of the explanted device notes that fifteen days post implant, the patient had a cardiac emergency. The patient expired enroute to the hospital. "The pacing was inefficient in both cavities." After the device was explanted, it could not be interro- gated.